Event description:
A catheter fracture occurred. The pump was in minimum rate mode for approx 2 years. The pump contained dilaudid 50 mg/ml. Catheter revision surgery was performed on (B)(6) 2011. A new 8709 sc was implanted with nothing trimmed. The 6ml of the old drug was aspirated from the pump reservoir. Dilaudid 10 mg/ml concentration was placed into the pump reservoir. Options regarding priming the catheter and bridging the old/new drug were being considered. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).